Event description:
A report was received that the patient was having discomfort at the lead site. The patient underwent a revision procedure wherein the leads were buried deeper. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.